Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and emi (electromagnetic interference)/noise, and a r-wave amplitude measurement issue. It was noted possible emi/noise observed in stored egms, and episodes 5 and 6 r-wave amplitude is consistently below 5mv.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise, undersensing with low r-waves, and a high sensing integrity counter (sic) count, which led to double counting of premature ventricular contractions. The rv lead remains in use and the physician chose to continue monitoring the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.